Event description:
The complaint is not reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion to be treated was a very calcified left main to ostial left anterior descending (lad) artery. An attempt was made to cross the lesion with a taxus element drug eluting stent 3.50x28.0mm, but unable to cross. The procedure was successfully completed with two taxus element drug eluting stents; 3.00x20.0mm and 2.50x12.0mm. No pt complications were reported. Pt status reported as "stable". However, the returned product revealed that there was tip damage and the stent had slightly moved distally of the proximal marker band.

Manufacturer narrative:
The returned sds with stent was visually, tactilely and microscopically examined along the entire length and no defects or anomalies were found on the shaft. It was determined that the stent was slightly distal to its as-manufactured position between the markerbands. Microscopic inspection of the distal end of the sds revealed damage to the distal tip. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered operational context. It is considered likely that the device met specifications, but performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors.